Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. She did not observe any significant events leading up to the event. She was treated with manual injections, and her most recent blood glucose was 157 mg/dl. She stated that she had woken up feeling sick with blood glucose of 371 mg/dl that rose to 691 mg/dl by the time she reached the hospital. She was placed on an insulin drip for 2 days. She did not observe any leaks, air bubbles, or damage to the drive support cap. She declined to check her settings and requested replacement of the insulin pump. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The unit functioned properly. The unit was also received with a minor scratched liquid crystal display window, cracked reservoir tube, cracked reservoir tube lip, and cracked belt clip slot.